Event description:
It was reported that the bd micro-fine¿ + pen needle failed to inject insulin during use due to blockage. The following information was provided by the initial reporter, translated from chinese: "the patient followed the doctor's advice to inject preprandial insulin subcutaneously. During the injection, it was found that the needle could not be injected. The inspection found that the insulin needle was blocked. The patient was injected again after the needle was replaced, which caused secondary damage to the patient.".

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ + pen needle failed to inject insulin during use due to blockage. The following information was provided by the initial reporter, translated from chinese: "the patient followed the doctor's advice to inject preprandial insulin subcutaneously. During the injection, it was found that the needle could not be injected. The inspection found that the insulin needle was blocked. The patient was injected again after the needle was replaced, which caused secondary damage to the patient."